Event description:
It was reported that the survey respondent stated no, that they did not agree that the benefits of using the bard or becton dickinson biocath product outweigh the potential risks because it was confusing in relation to biocath foley catheter, 3-way catheter, 30ml balloon, french size 22.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the survey respondent stated no, that they did not agree that the benefits of using the bard or becton dickinson biocath product outweigh the potential risks because it was confusing in relation to biocath foley catheter, 3-way catheter, 30ml balloon, french size 22.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be due to incorrect translation or inadequate instructions. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.